Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, it was noted that there was insulation damage on the right atrial lead. The lead insulation was repaired with adequate measurements. The procedure was completed successfully. The patient was stable.